Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data and radiographs. In the provided iegm episodes artifacts were visible on both the rv and ff channel, which led to the reported oversensing and one inappropriate shock. The analysis of the provided radiographs showed the lead under complaint and a partner bradycardia lead in the pocket area, the protego lead is looped two times behind the generator. Lead to lead and lead to can interaction can not be excluded. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approximately 48 months after implantation, oversensing with an inappropriate shock was observed. Rv lead was deactivated and ICD was removed. No device is available for analysis.